Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. The clips were malformed and dropping out of the device. The procedure was completed with an auto suture. There was no consequence to the pt.